Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that the craniotome device bearing was broken. During in-house engineering evaluation, it was determined that the device moving parts did not move smoothly, made excessive noise, the craniotome foot was drilled into and was vibrating. The device failed pretests for visual assessment and vibration. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.